Manufacturer narrative:
E1: full facility name - (B)(6) hospital. No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the workstation had a broken caster. There were no reports of patient harm.

Manufacturer narrative:
This report was sent in error as caster broken would not cause or contribute to a death or a serious injury if it were to recur

Event description:
No additional information received from customer.